Manufacturer narrative:
We have received the reported complaint device for evaluation. However, we were unable to replicate the reported incident. The internal carotid balloon as well as the common carotid balloon inflated and deflated properly when the balloons were inflated with the recommended volume of saline. Both balloons inflated and deflated properly when they were inflated with air. We observed that the common carotid balloon inflated at its proximal end when we inflated it. The balloon deflated properly even when we manually inflate it towards its distal end. We were unable to replicate the reported incident during our investigation process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature from another hospital for devices from this lot.

Event description:
During pre-use check, the user was unable to deflate the common carotid balloon of the pruitt f3 carotid shunt. He then selected another shunt and used it successfully.